Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy procedure (ercp), a balloon break and detachment occurred. The lesion was located in an unspecified "biliary duct". The extractor rx 12mm x 15mm retrieval balloon was advanced, however, at an unspecified time during the procedure, the "balloon broke and disengaged from the catheter in the patient's ampilla". The physician was able to retrieve the detached balloon with a snare device. Another of the same device was used to complete the procedure. No patient complications were reported. The patient's status is reported as "fine".